Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced necrosis and breakdown of the skin flap tissue, resulting in extrusion of the internal magnet. The implanted device remains. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2014.